Event description:
Customer reported the ventilator had an electrical smell, and was in safety valve open (svo) and alarming. The customer reported the unite was in use, and there was no patient harm.